Manufacturer narrative:
The account found the cause to be the release lever was bent on the siderail latch. The account tightened the latch screw and adjusted the release lever to the straight position to resolve the issue.

Event description:
The account alleged that the right head siderail will not lock in the up position. No alleged injuries.